Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm. The customer stated that the alarm occurred while at the beach and the device was on a towel. The customer stated they were not receiving any insulin. The customer's blood glucose level was 64 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.